Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunction was found during the device evaluation: multiple dead pixels on center endoscopic image. Based on the results of the investigation, the root cause of the image issue could not be identified and a probable cause could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image was not clear on the hd camera head. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.